Manufacturer narrative:
Updated brand name, model, catalog number and FDA product code .

Event description:
It has been reported that the device has failed a self-test

Manufacturer narrative:
Updated model, brand name and catalog number.